Event description:
The customer reported that the device broke at the jaw when the surgeon was removing it from the trocar. Nothing fell into the pt and there was no pt injury. The incident device was returned and a visual inspection revealed that one jaw wire was bare and the other wire was broken.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed that the gray wire on the jaw is bare on one side and broken on the other side. The gray insulation has been scraped off of the bare wire. The wires may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.